Event description:
Device 1 of 3. Reference MFR report 1627487-2014-20143, 1627487-2014-20144. It was reported the patient experienced discomfort at the scs ipg pocket site regardless of using stimulation. It was also reported the patient experienced ineffective stimulation. X-rays confirmed one of the lead has migrated. Surgical intervention will be taken at a later date to address the issue. The patient has two scs leads. It is unknown which one is related to the issue though, both are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.